Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm as well as power error detected alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the battery cap was not damaged and the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated that the notification light did not immediately stop flashing. Customer troubleshoot was performed. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The insulin pump will not be returned for analysis.